Event description:
Healthcare professional reported after injection with unspecified juvederm in the nasolabial folds, cheeks, and pre-jowl area bilaterally, pt developed induration and hardness under the skin at the injection sites. Pt was prescribed augmentin and a "medrol pack." Symptoms are improving but have not yet resolved.

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2014. Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of "induration and hardness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.